Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation due to the pandemic; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the gauze adheres to the wound bed causing trauma, pain and bleeding upon removal, in addition to destroying the granulation tissue already formed. For this reason, they apply pure petroleum jelly on the product to keep the moisture and to ensure that the gauze does not adhere to the skin.